Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and verified blank display and replaced user interface module to fix the issue. Ventilator operates per manufacturer specifications.

Event description:
The customer reported that when they turn the ventilator on, the touch screen stays dark probably half the time. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim, installed onto uim test fixture and powered on and was able to duplicate the reported blank screen during power-up. After a second power-up the screen powered on and the reported blank screen was no longer reproducible. Issue was isolated to a cold start only issue and found that the thermistor¿s resistance was reading 24.2ohm at room temperature which is normally rated at 15ohm. Was able induce this issue by cooling down this thermistor during start-up. Since this component is at least 8 years old it is assumed that this component has fatigued and is no longer operating per specification.